Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled device replacement procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements and high thresholds. The lead was surgically abandoned. There were no adverse patient effects reported.